Event description:
Patient in operating room for rotator cuff tear and acromioclavicular joint impingement. Operative procedure note reveals surgery without complication or concern. Bair paw unit was used on patient without the appropriate gowns for the units. The tubing was placed between sheets on patient. Patient developed second degree burn to right medial arm that measures 11x4x0.1. (B)(6).